Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 560cc saline prosthesis, catalog #3503560, lot #233942. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician post procedure. As a result, the bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
Two devices with the same lot number were received by mentor. Both contained fluid with a clear appearance. No foreign material was observed within the devices or on the shell surfaces. During visual examination, mentor product analysis lab observed both devices appear intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the devices. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported devices. The device history record (DHR) of lot number 234778 was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).